Event description:
Pump was programmed in the pharmacy by a pharmacist to deliver a prescribed dose of medication in a set time frame. When the pump was activated the pump infused without alarming. However, when the pump indicated that the dose was almost complete, the bag of medication clearly had not infused as much medicine as the pump indicated.